Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Reportedly, the pump and transmitter were worn on opposite sides of the body; however, the loss of connection issue persisted after the devices were brought within range with no obstruction. A root cause could not be determined. A replacement transmitter was sent to the customer.